Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed, one complaint from this production order number, however the reported issue is unrelated. This reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens(iol) was partially inserted lens in the patient's right eye, but was then removed and replaced in the same procedure due to folding issue and having problem with the unfolder. The procedure was completed successfully using another lens of same model and same diopter. No further information available.